Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial undersensing. As a result, the atrial-driven tachycardia was not appropriately detected and was misclassified as ventricular-driven, leading to the delivery of three inappropriate anti-tachycardia pacing (atp) bursts. Technical services (ts) recommended adjusting the sensitivity settings. No adverse patient effects were reported. This ICD remains in service.